Manufacturer narrative:
Correction: initial reporter updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system operated as designed. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that 10 slices of 280 would import and then it would fail giving error message that data set was invalid. All other exams were able to import successfully. Gathered exam in question and will send in for analysis. Radiology was unable to push the exam to the system. A software investigation analysis was initiated to determine through archive/image analysis. Analysis found that review of the exams found that one of the patient exam cds had 5 exams (2 pr and 3 mr). Two of the 3 mr exams loaded (using cranial 3.0.2) while the other did not due to error 1029 - gantry tilt is only supported around the x-axis. All 3 mr exams loaded on cranial 3.1. The two pr exams did not load due to error 1021 - dicom image type (sop class) not supported for reconstruction. The other patient exam only had 1 mr exam. The exam did not load (cranial 3.0.2) due to error 1029 - gantry tilt is only supported around the x-axis. This exam loaded on cranial 3.1. The exams did not load due to gantry tilt. Analysis found that the issue was related to the software.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was unable to push exams from the electronic picture archiving and communication systems (pacs) to the navigation system. The 3rd exam of the three being transferred produced a 10 slice data set with an error message stating the data was unusable. There was no patient present when this issue was observed. Later troubleshooting was able to replicate the issue on site. Radiology pushed the exam to the system and the same issue occurred stating that the data set was invalid and to re-import. The site had an additional scan for a different patient that had the same issue and when imported via cd gave the same error.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the application software on the navigation system was upgraded. The system then passed the system checkout and was found to be fully functional.